Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the light source staring smoking 10 minutes into a transforaminal lumbar interbody fusion (tlif) case. There were no patient complications reported.